Event description:
Customer reports inconsistent and outside patient therapeutic range results of 6.4 & 5.8 inr on a protime instrument when compared to the lab (3.7 inr). Patient therapeutic range 2.0 - 3.0 inr. No adverse events or serious injury reported. Customer reports they increased the patient's coumadin dosage based on lab result.

Manufacturer narrative:
(B) (4). Manufacturer evaluation / investigation in process.